Event description:
It was reported that a ring near the outside mesh depressed and caused intestinal perforation. Occurred 963 days after placement. Removed intestinal tract showed a hole where the mesh was stuck. The sample was placed with approx 8 sutures.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if additional info becomes available.